Event description:
The pt fell. Following the fall, the pt experienced intermittent stimulation. Palpating caused the stimulation to change; palpation of the pocket caused burning. The implantable neurostimulator was reprogrammed at the pt's last visit and that did not resolve the issue. Additional troubleshooting was being considered. Additional info has been requested, a follow-up report will be sent if additional info becomes available.